Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. A non-invasive programmed stimulation (nips) test was performed and as a result, a code 1005 indicative of an open circuit condition was displayed. A revision procedure was scheduled. Further information was received that the physician opted to continue to monitor this patient. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements. A non-invasive programmed stimulation (nips) test was performed and as a result, a code 1005 indicative of an open circuit condition was displayed. A revision procedure was scheduled. No additional adverse patient effects were reported. At this time, this lead remains in service.